Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise on the rate/sense channel, oversensing, inappropriate anti-tachycardia pacing (atp), and pacing inhibition of approximately two seconds. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.